Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. It was also reported that the pump touch screen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.